Event description:
It was reported that electrogram (egm) review was requested for this implantable cardioverter defibrillator (ICD) system to confirm there was right atrial (ra) lead capture. There was intermittent success with right atrial auto-threshold (raat) tests. Several raat alerts were noted, with a recent alert on june 16 due to "incompatible mode" followed by a successful raat on (B)(6) with a measurement of 0.4 v. Technical services (ts) reviewed device function, however it was not possible to confirm whether there was capture from the presenting egm. Ra output was set to 2v trend. Additional information received reported that the field representative reviewed remote monitoring and noted that both the device and leads looked great. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.